Event description:
It was reported, that "the device cuff is not holding air." There was no reported patient injury and/or change in therapy. The involved device has been returned and forwarded to the analytical laboratory for eval.